Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was having difficulty charging the ipg despite several charging cycles. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. U2-asic was damaged. The battery had been depleted to 1.85 volts even after several charge attempts. A hot spot was detected on u2-asic. The device exhibited excessive sleep current leakage.

Event description:
A report was received that the patient was having difficulty charging the ipg despite several charging cycles. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively.